Event description:
It was reported that the device loses power if it is moved while turned on. The customer attempted different batteries but the issue persisted. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and recommended the reporter check the battery pins and provided part number information. Follow up with the customer confirmed that the biomed determined the cause for the intermittent malfunction to be the battery pins. The biomed replaced the battery pins and observed proper device operation. The device was repaired and returned to service for use. The device or removed battery pins were not returned to physio-control.